Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim no leakage noted during priming. Upon completion of infusion rn noticed 4-5 small amounts of clear fluid puddles on the ground underneath IV pole and small drops of clear fluid leaking from primary tubing at the point above IV pump chamber.